Manufacturer narrative:
During start up of the machine it was reported that error message "runaway" was displayed on the pump. A getinge field service technician (fst) has been sent for investigation on (B)(6) 2021. The reported failure "runaway" error message could be confirmed by the fst. The optical tacho board was cleaned and adjusted. No parts were replaced. The system was checked according to factory¿s specification and all tests passed. The device was put back in use. According to the service manual heart-lung machine hl 20 version 02 in chapter 6.10.6 adjustment of rpm optical tacho board the following is stated: the optical tacho must be adjusted after replacement or in case of speed differences between control system and safety system. The most probable root cause could be determined as aging. Device was manufactured in 2015. Aging can change the properties of electronic components, which can cause it to have to be re-adjusted. Thus the reported failure "runaway" error message could be confirmed but the product was functioning as intended. As an action the getinge sales and service will be informed to follow the instructions in the service manual. The review of the non-conformities during the period of 2015-06-18 to 2021-04-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint (B)(4).

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The error message "runaway" was reported. Complaint #(B)(4).